Event description:
It was reported that the analyzer was giving inaccurate interpretation of the r wave signal. A new programmer with a new analyzer was used and the r waves were within normal range. The lead was ultimately re-positioned and tested through the second analyzer and adequate sensing and thresholds were received. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).